Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient had a posterior leaflet prolapse. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. A successful grasp was made centrally at a2/p2 and upon proceeding to deploy the clip, it was noted that there was an excess in mobility in the posterior leaflet. The physician decided to open and not deploy the clip. Then, it was noted the secondary chordae on the 2nd leaflet had ruptured. At that point, the physician did not attempt to grasp there and moved the clip lateral on the valve and the clip was deployed. A second clip was placed in the target prolapse segment to further reduce mr. Two clips implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported tissue injury could not be determined. Furthermore, the reported patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Health effect - impact code 4641 added.

Event description:
Revised. This is being filed to report the tissue damage requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient had a posterior leaflet prolapse. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. A successful grasp was made centrally at a2/p2 and upon proceeding to deploy the clip, it was noted that there was an excess in mobility in the posterior leaflet. The physician decided to open and not deploy the clip. Then, it was noted the chordae had ruptured. At that point, the physician did not attempt to grasp there and moved the clip lateral on the valve and the clip was deployed. A second clip was placed in the target prolapse segment caused by the chordal rupture and further reduce mr . Two clips implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.